Manufacturer narrative:
On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully, as happened in this case. From the document review of the lot involved (084700) no particular anomalies were found related to the problem occurred.

Event description:
The mobile peg of the handle 01.15.10.0131 was broken. No patient or user involved. The surgery was completed successfully.